Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient had experienced high impedances. Surgical intervention was undertaken and the extension was explanted and replaced.

Manufacturer narrative:
Conclusion: the report event of high impedance was confirmed. As received, visual inspection showed the returned lead had damage on the tubing, exposed wires and all the internal lead wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.